Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 697 mg/dl at the time of incident. The customer was treated with insulin shots in the hospital. Customer declined troubleshooting for high blood glucose level. Customer states doctor instructed to revert to manual injection. Customer states insulin pump had battery failed alarm. Customer reports contacts are not missing, damaged, or corroded. Customer states insulin pump had power loss alarm. Customer was able to successfully clear the alarm. Customer did not receive request to rewind pump. The insulin pump will not be returned for analysis.